Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic exhibited the charged coupled device (r-unit) is broken, the resolution is inadequate, the fiber bonding in the outer tube area (distal end) is damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device (r-unit) is broken and therefore the resolution is inadequate. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.